Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with fortaz intraperitoneally (ip) (1g, daily, duration not reported) and vancomycin ip (500mg, daily, duration not reported) for the peritonitis. At the time of this report, the patient had recovered from the peritonitis event. Dianeal therapy was reported to be ongoing. Additional information was not available. This is report 4 of 4 involved in this peritonitis event.